Event description:
It was reported that the lead was damaged during the replacement of another lead. The patient's left side vasculature was occluded, so the physician decided to remove the system from the left side and implant a new system on the right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) all insulators breached cut; full lead was returned and analyzed. Distal conductor cut. Blood/body fluid on distal conductor(not obstructed). Apprent explant damage. Analysis of the device is in process; the results will be forwarded when available.